Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the implant was taken out "because it was all twisted, I had a fall and I had gotten sick and lost about 50 pounds so it could have been because of that, they don't really know". The patient said this happened in may or june 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient removed their implantable neurostimulator (ins) on (B)(6) 2017 in her back because she lost about 80 lbs. Specifically, the ins twisted down. The patient also reported that when the ins was implanted, she weighed (B)(6) pounds and at the time of the event, the patient was (B)(6) pounds; it was noted that the weight loss was related to or caused by the device or therapy. It was also reported that the patient was infected with (B)(6) from having surgery at the hospital where the ins was explanted and this was also a cause of the ins being removed. The hospital wanted to put the device back in but the patient was in pain. Lastly, the patient reported that ¿her right side of her back was running in with her pacemaker¿ but a manufacturer representative (rep) adjusted the frequency settings and took care of it. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for post lumbar laminectomy syndrome as well as spinal pain. Consumer reported they "lost" the stimulator, it "was trying to get out." It was reported that their hcp thought they had an infection so they were initially put on antibiotics for 1 month around (B)(6) 2017, then around may first (pss clarified removal date and caller noted she's not good at dates) the hcp went in surgically and found no infection, but that the lead had twisted. Patient reported they think it was just the lead. The system was removed and the patient was hoping to get that implanted again in the future because it helped 100% and they were having trouble and pain with hands/back/walking that their ins was intended to alleviate. It was reported that their current are working for what they were intended but this stimulator specifically was for the pain they are currently experiencing. There is conflicting information about whether the infection did or did not occur and whether it was just the lead that was twisted or if it was the ins as well. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Event date updated to correct date.

Manufacturer narrative:
Product event summary #ins twisted down-evaluation determined that investigation is needed because it was reported that the ins twisted down. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report that the ins twisted down. The suspected cause would be the report that the patient lost 80 pounds. (B)(6) - evaluation determined that there was no allegation of a device failure, but investigation is needed because the event was determined to be potentially reportable to a regulatory body. The source information indicates a potential relationship between the adverse event(s) reported and the device therapy. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report that the patient was infected with mrsa when she was explanted at the hospital. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they were trying to get out of bed and they felt the stimulator shift. The patient reiterated that the hcp thought it looked infected and took antibiotics. They reported after three months, they had the stimulator shift again and their hcp decided to take it out. This was when it was discovered that the stimulator had gotten twisted. No further complications reported/anticipated.